Event description:
It was reported that a laparoscopic gastric bypass procedure was performed and the procedure went well. The staples were formed properly and a leak test was performed during the procedure. The next day, the patient was exhibiting some problems. The patient was taken in for some diagnostic testing and it was found that the crotch of the jejunostomy anastomosis was leaking. The patient was taken back into the operating room and sutures were used to complete the staple line leak.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.